Event description:
A malfunction was reported by the customer, identified as malfunction code 12, which occurred multiple times but had not been previously reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer consistently restarted the pump after each occurrence. Upon contacting cts, it was confirmed that the pump was under warranty, and arrangements were made for its replacement. The customer agreed to use the current pump as backup therapy, received instructions on putting the pump into storage mode, and was instructed to return the malfunctioning pump using a pre-paid label within 10 days.